Event description:
During a telephone conversation with the pt's grandmother, it was indicated that during insertion of the catheter the pt reported pain. When the catheter was removed, bleeding was observed. Upon removing the catheter it was noted that the tip was cut off.